Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: device identification/lot no - additional information. D4: device identification/expiration date - additional information. D4: device identification/primary UDI number - additional information. G3: date received by manufacturer - additional information. G6: report type ¿ updated/follow-up. H2: additional information.